Event description:
It was reported that syringe 3ml ll euro 200 s/c leaked on 2 occasions. The following information was provided by the initial reporter: I wish to report a defect on a 3 ml luer lock syringe. The syringe leaks from the plunger. This has been observed during the preparation of chemotherapy. This would have been observed for the second time. The faulty device in question was isolated.

Manufacturer narrative:
H6: investigation summary: one photo of a loose 3ml syringe was received and evaluated. It was observed the stopper was near the 0.5ml marking and there were clear liquid droplets present in the fluid path and behind the stopper from the middle to top of the barrel. The leakage past stopper defect was rejectable per product specification. Potential root cause for the leakage past stopper defect could not be determined based on the evidence provided. Physical samples are necessary for a more thorough evaluation. Since root cause could not be defined, no corrective actions are necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll euro 200 s/c leaked on 2 occasions. The following information was provided by the initial reporter: I wish to report a defect on a 3 ml luer lock syringe. The syringe leaks from the plunger. This has been observed during the preparation of chemotherapy. This would have been observed for the second time. The faulty device in question was isolated.